Event description:
It was reported that the patients pump was at end of service (eos) and was scheduled to be replaced with no apparent issues regarding the catheter function; and the patient was getting good relief prior to the pump replacement. During the replacement, the healthcare provider (hcp) noticed that part of the plastic on the connector of the catheter was damaged, and the existing catheter appeared to be possibly torn and leaking near the pump connector. Drug precipitation was seen in the pump pocket. It reportedly still seemed to be delivering the medication appropriately. The hcp sutured the torn area of the silicone together and fortified it. The drug dose was dropped from 525ug/d to 250ug/d as a precaution, and the patient would be seen in the clinic the next day for follow up. The patient was later noted to be doing great, and complaining of no pain. The pump system was being used to infuse fentanyl.

Manufacturer narrative:
Concomitant medical products: product ID 8703w, serial# (B)(4), implanted: (B)(6) 1995, product type: catheter. (B)(4).